Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown female patient underwent an atrial fibrillation (afib) ablation procedure with a unk_smart touch bidirectional sf. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that cardiac tamponade occurred during pulmonary vein isolation (pvi), the patients¿ blood pressure decreased. This occurred 2 hours after the procedure was started. Drainage was performed, and 100 cc was aspirated. The procedure was completed. After that, the patient's condition was being monitored. Atrial septal puncture was performed with using rf needle. The patient's condition is unknown. The physician's opinions on the relationship between the event and the product is that there was no increase in contact or impedance during ablation, and the cause was unknown. Version information: v 7.1.80.33. No further information is available. This adverse event was discovered during use of biosense webster products. Drainage was performed as intervention. A smartablate generator was used. A transseptal puncture was performed with an rf needle. Prior to noting cardiac tamponade ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase.dashboard force visualization feature was used. Tag index color option was used prospectively. The device was not returned. The devices were used as per the IFU (instructions for use). As of (B)(6) 2022, the patient had left the hospital after the condition was stable. An rf needle and a scooper rf needle (fukuda) were used for transeptal puncture. A decrease in blood pressure was found during ablation. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was pre and post 1sec. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The parameters for stability used were recommended settings 3mm,3s,25%,3mm. Tag index additional filter was used with the visitag. Version: v7.1.80.33 was used. Tag index color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 1-jun-2022, bwi received additional information regarding the event. Prior to noting the cardiac tamponade ablation was performed. It was discovered due to a decrease in blood pressure during ablation. No steam pop occurred. The stsf preset was selected correctly. In manual mode, did you switch the pump flow rate from low to high during ablation. No error message was generated during the procedure. As of (B)(6)2013, the patient's condition is that is recovered and is currently discharged from the hospital. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)